Manufacturer narrative:
Device 510k number has been corrected to reflect the most current and up to date number, as of the date of the initial report.

Manufacturer narrative:
Device evaluation: a kink seen just distal to the bifurcate. This kink resulted from increased resistance in the vasculature. The outer jacket was breached. The tip of the catheter is indicative of heavy use.

Event description:
During a peripheral vascular intervention a spectranetics turbo elite catheter was used. Upon removal of the catheter it was noted that the distal end had been compromised, the outer sheath was breached. This report is being made against the turbo elite for potential exposure to manufacturing materials. No harm was caused to the patient. The patient was successfully treated with a subsequent device.

Manufacturer narrative:
Description clarification - this device was reported for the potential of exposure to manufacturing materials and inadvertant exposure to laser energy/radiation.